Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, pump won't run" message. The reservoir volume was 74.5, rate 2, and17.55 was given. It is unknown if there was air in line. There was no patient, or clinician injury associated with this occurrence.